Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the pump would be explanted on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 6.6 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had no relief of pain. A dye study was performed and the health care professional (hcp) was unable to aspirate the catheter. Surgical intervention was planned but not scheduled. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
The pump was returned and the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed. The catheter was returned and inspection identified there was damage to the transition tubing. Concomitant medical products product ID 8780 (B)(4) implanted: (B)(4) 2015 product type catheter. If information is provided in the future, a supplemental report will be issued.